Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. According to the conformable gore tag® thoracic endoprosthesis instructions for use, adverse events that may occur include, but are not limited to paraplegia / paraparesis. (B)(4).

Event description:
On (B)(6) 2016, this patient underwent an endovascular procedure using conformable gore® tag® thoracic endoprosthesis to repair a descending thoracic aortic aneurysm with two debranch. The ctag devices were deployed. The patient tolerated the procedure. Tree hour after the procedure, the patient developed paralysis. The physician commented that thrombus during the procedure might cause the paralysis. An additional procedure and the patient follow-up information were unknown. No further information is available.

Manufacturer narrative:
(B)(4).